Event description:
On (B)(6) 2012 a certified diabetes educator contacted animas stated the patient's doctor's office had emailed alleging issues with air bubbles in the cartridges. Customer support attempted follow-up and was able to reach a family member on (B)(6) 2012 for additional information. The family member reported frequent air bubbles in the cartridge and the tubing, with elevated blood glucose (bg). There were no bg values or symptoms reported. The family member demonstrated that proper cartridge fill technique was being used, and confirmed that room temperature insulin was being used but the issue continued with different cartridges. The family member denied any damage to the cartridges. This complaint is being reported because air bubbles in the cartridge can lead to under-delivery of insulin, and the cause of the air bubbles could not be determined during troubleshooting.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a total of 3 cartridge samples were returned for investigation; 2 used/opened cartridges and 1 sealed cartridge. All three samples passed leak testing.